Event description:
I began using renu w/moisture loc contact lens saline solution from 4/05 to 2//2/06. I went to ophthalmologist after my optician noticed ulcers on my eyes. I never had any contact problems until switching solutions. My right eye is too fragile to wear contacts ever again.